Event description:
Philips received a complaint by the customer on the v60 indicating that the device had no battery and was only working on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device had no battery and was only working on alternating current (ac) power. The device was sent to bench, where the device passed all performance assurance tests. The bench repair engineer deemed the device as functional as it only required a battery. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device had no battery and was only working on alternating current (ac) power. The device was sent to bench, where the device passed all performance assurance tests. The bench repair engineer deemed the device as functional as it only required a battery. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the engineer. This file is closed and can be reopened if new information becomes available.